Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat urinary incontinence and a sling was implanted. Concomitantly the patient underwent an anterior colporrhaphy, paravaginal suspension, vaginal colpopexy, suburethral sling, cystoscopy and a mesh. After the implantation of the mesh, the patient experienced severe pain, continued to have incontinence, infection, odor, gases, vaginal pain, back pain, cramps, sharp pains, scraping feeling inside, and constipation and was unable to have sexual intercourse because of pain. On (B)(6) 2011, the patient underwent removal of mesh. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced irritated vaginal mesh, urinary tract infection, and hydronephrosis. The patient underwent cystoscopy, excision of vaginal mesh and placement of bilateral ureteral stents on (B)(6) 2012. No additional information is provided at this time (B)(4) - hydronephrosis. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05389. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 07/13/2016.

Manufacturer narrative:
It was reported that the patient underwent sling incision/revision and excision of remaining mesh graft on (B)(6) 2013 concurrently with cystoscopy due to voiding dysfunction and dyspareunia secondary to remaining mesh. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): patient was seen (B)(6) 2013 for a gynecological follow-up. It was reported that patient is still having pain from mesh. She is to have remaining mesh removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05389. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including surgeries on (B)(6) 2011 and (B)(6) 2012 to remove the mesh, due to pain, erosion and bleeding. No additional information is provided at this time.